Event description:
On (B)(6) 2013, a reporter contacted lifescan (lfs) alleging a date/time issue with the patient¿s one touch ultra 2 meter. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The reporter did not recall when the alleged issue began. It is not known what medications, if any, the patient takes to manage her diabetes. The reporter stated that the patient denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The reporter claimed, at an unspecified time after the alleged issue occurred, the patient developed symptoms of ¿high blood sugar¿. It is not known if the patient received any medical treatment. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter. The cca walked the patient through resolving the issue and it was resolved. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.